Manufacturer narrative:
(B)(4). Patient information requested, but will not be provided.

Event description:
The customer reported the device restarts while in use. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.